Manufacturer narrative:
Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: caller has an 8100 module giving him a 242.4030 error. Sn: (B)(4). Case resolution: no motor movement. Use ka 12066 alaris infusion error 242.4030 and recommended to replace the motor control board. Biomed will call back if further assistance is needed. (B)(4).